Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error whenever he tried to prime the pump that morning. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer checked his alarm history and discovered multiple motor error alarms and a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion or excessive no delivery alarm tests due to the motor error alarm. Unable to verify the motor position encoder error alarm due to an over written pump history file. The motor was tested outside of the device and it passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the display window and a missing end cap sticker.